Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.503.104.04s, lot: 60p0104, manufacturing site: bettlach, release to warehouse date: june 30, 2020, expiry date: june 01, 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The complaint device was returned to depuy synthes customer quality. Visual analysis of the returned sample noted that the tip of the matneu scr ø1.5 self-drill l4 tan 4u I/c was broken. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition matneu scr ø1.5 self-drill l4 tan 4u I/c in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ø1.5 self-drill l4 tan 4u I/c. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufactured revision was reviewed: 1.55mm neuro self drilling screw . Matrix neuro system . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: jey; gxr. Lot numbers of the screws used in the procedure were 42p6090, 60p0104 and 60p5732a. It is unknown out of these three screws which two screws broke during the procedure. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure to treat unruptured cerebral aneurysm, when the surgeon applied the screws to the bone fragment, the tip of the two (2) screws broke. The procedure was completed without any surgical delay. No further information is available. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: jey; gxr. Lot numbers of the screws used in the procedure were 42p6090, 60p0104 and 60p5732a. It is unknown out of these three screws which two screws broke during the procedure. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure to treat unruptured cerebral aneurysm, when the surgeon applied the screws to the bone fragment, the tip of the two (2) screws broke. The procedure was completed without any surgical delay. No further information is available. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 2 of 2 for complaint (B)(4).